Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient's concern with the product and rupture. Affected side is right. The device has been explanted and replaced.

Event description:
Healthcare professional reported patient's concern with the product and rupture. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow/brown particles in device outer surface, missing shell and the device was broken shell. A microscopic analysis and leak test were performed which identified broken striated, broken of plug strap striated and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. Partial delamination of plug strap disk shell assessed as adhesive failure. Broken striated of plug strap assessed as surgical damage. Missing shell assessed as inconclusive.